Event description:
The device was tested by hosp personnel prior to insertion and did not retract. Co engineer determined this extremely rare failure to be caused by the defective spring keeper. Effective 9/10/96 there has already been a change to the process at origin that will make the spring-keeper even more reliable. The device was mfg 11/20/95, prior to the process change.